Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-lead fixation-MRI, upn: m365sc43190, model: sc-4319, batch: 20397232.

Event description:
It was reported that the patient lead had migrated. The patient underwent an lead replacement procedure and was doing well postoperatively. The explanted lead will not be returned.